Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information regarding potential causes of hyperglycemia as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by (B)(6) on 01-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on the evening of (B)(6) 2026, they changed their infusion site and twiist cassette. The following morning the user awoke with a blood glucose of 354 mg/dl via fingerstick, but denied needing medical services. The user changed their infusion site and tubing, stating that they did not see any signs of damage or kinks. The user further stated that their glucose value decreased to 333 mg/dl following the equipment exchange. Later the same day, the user reported a fingerstick blood glucose value of 350 mg/dl, but stated that earlier, their glucose meter had read up to 600 mg/dl. The user had a headache but denied symptoms of diabetic ketoacidosis (dka) and was unable to test for ketones. The user changed their infusion site again and administered an insulin bolus, with glucose values decreasing slightly. The user ultimately changed out their twiist cassette and infusion set tubing, and delivered the recommended bolus via the twiist pump, following which, their hyperglycemia reportedly resolved. The user remains ongoing on their twiist pump.